Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the upn and batch no. Could not be confirmed as the packaging was not returned. The device was returned without any visible damage. The filter was found to be deployed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that when the otw green fil w/flexcarrier was placed on the sterile field, it deployed. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that when the otw green fil w/flexcarrier was placed on the sterile field, it deployed. No patient complications were reported and the patient's status is fine.